Manufacturer narrative:
Product was not returned to the MFR for eval and it is unk if or when the MFR may have the opportunity to evaluate. The following statement is from the owner's manual of the quickie p220 wheelchair: k street use - in most state, power chairs are not legal for use on public roads. Be alert to the danger of motor vehicles on roads or in parking lots. At night, or when it is hard to see, use reflective tape on your chair and clothing. It may be hard for drivers to see you. Make eye contact with drivers before you proceed. When in doubt, yield until you are sure it is safe. If the MFR receives the wheelchair for inspection, a f/u will be sent.

Event description:
A police officer from the (B)(6) called to get info about our p220 wheelchair on (B)(6) 2011. According to the officer the end user was involved in fatal traffic crash while crossing a street in the p220 wheelchair, (B)(4) and was struck by a vehicle and dragged several feet.